Manufacturer narrative:
Bilateral patient reported a failed right total knee replacement. The patient also reported that there is a space between the tibia and the implant. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Bilateral patient reported a failed right total knee replacement. The patient also reported that there is a space between the tibia and the implant.